Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for dementia but has had high blood glucose levels around 26-30 mmol/l during his stay. The customer's wife stated prior to the event, the customer had a nose bleed. The customer's wife also stated that the nurses are currently giving the customer 6 units of insulin per hour but that he is still running high. The customer's wife then stated that after leaving the hospital, the customer's blood glucose levels were erratic. The customer's wife stated that the customer has been getting no delivery alarms and that there are lumps and bumps in the customer's arms and very little fatty tissue. Nothing further was reported.